Manufacturer narrative:
An image was provided for review and shows the conductor wire is loose and potentially broken at the distal end of the instrument. No damage is visible to the steel cables. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) had a broken cable, identified as the conductor wire. The procedure was completed with no reported injury.